Event description:
Customer reported he had the insulin pump set on vibrating and the device hasn't been vibrating. Customer's blood glucose was 130 mg/dl. The device did not vibrate as he programmed the bolus. Customer stated the battery indicator showed one bar and the battery status was normal. Customer was advised to install a new battery and run a self test. Customer stated the device did not vibrate during the vibrate test. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken black wire on the vibrator motor connector.

Manufacturer narrative:
Device failed to vibrate during self test due to vibrator motor connector broken black wire.